Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the mildly calcified, mildly tortuous and 85% stenosed artery causing the reported failure to advance. Continued resistance with the anatomy was felt during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery that is 85% stenosed. The 3.0x28mm xience skypoint stent delivery system failed to cross due to anatomy. During removal resistance was also felt with anatomy. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay was reported.